Event description:
It was reported that the patient was asymptomatic. It was noted that noise and oversensing was observed on the right ventricular (rv) lead. The noise was not able to be programmed around to separate from physiological ventricular tachycardia or fibrillation. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable.